Event description:
Information received indicates the left foot side rail will not latch.

Manufacturer narrative:
The technician found the side rail handle was forced over the latch assembly. The technician repaired the side rail latch to repair the bed.